Event description:
Four patients implanted with eds 3 (B)(4) (lots not available), presented drain difficulties. When opening the for 3 patients, the excess of liquid was drained with a syringe and the device was explanted and new one was not needed. For the 4th patient, they manage to drain the liquid and they could leave the device implanted (still implanted to date). No consequences for the patients. There is no way to get the lot numbers. The 3 explanted devices will be returned for analysis. See related complaints (B)(4).

Manufacturer narrative:
(B)(4). An eds iii was returned for evaluation. The investigation of the eds iii did confirm a problem. The lot number is unknown, product code 82-1731. The eds iii was visually inspected and traces of biological debris were noted on the filter in the top of drip chamber. It was also noted that the system stop cock was cracked. The eds iii was set up as per IFU. The drip chamber stop cock was turned to the off position. Purified water flowed into the drip chamber. The drip chamber was then filled up to the 20ml mark with purified water. The system stopcock was then closed. The drip chamber stopcock was opened; the purified water flowed a slower than normal, and empted into the collection bag. Review of the history device records was not possible as the lot number was unknown. The root cause of the crack in the system stop cock is probably due to over tightening, as noted in the IFU, only finger tighten attachments to stop cocks. The root cause of the problem reported by the customer could be due to the filter in the drip chamber coming into contact with biological debris. As noted in the IFU : caution: close the clamp below the atmospheric vent to prevent wetting the vent when the bag is laid down, such as during patient transport. If the vent becomes wet, it may prevent the flow of csf into the bag. Once the system is set up on an IV pole or other support, open the clamp below the vent. Trends are being monitored and at the present time this complaint is considered closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.